Event description:
It was reported that a patient presented high lead impedance values at a routine office visit. The site has not taken any interventions at this time. The patient has been referred back to the initial implanting surgeon for further assessment. Good faith attempts to obtain additional information are currently being made.